Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the right ventricular (rv) lead was observed to exhibit noise. The physician elected to cap and replace the rv lead on (B)(6) 2023. The patient was in stable condition throughout.